Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on plug unit, a noise image occurs. The most probable cause is traced to component failure indicating expected or random component failure without any design or manufacturing issue. The most probable cause of the failures related to white foreign material is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibits a noisy image and air water-cylinder/tube had foreign objects (white foreign material). There was no patient involvement.